Event description:
Potential for injury associated with the rubber tire on a 9sl manual wheelchair coming off the rear wheel. This compromises the maneuverability of the chair along with its weight-bearing status.